Manufacturer narrative:
Due to character limit:e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 had low vacuum issue. No patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1,e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was related to a worn 5000-hour maintenance kit, which was replaced. The device passed all functional and safety checks per manufacturer specifications and was returned to the customer for clinical use.